Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the volume per mechanical revolution (vpmr) cannot be calibrated on this device. They also reported there is a group of newer units that are having the same problem. No patient involvement.

Manufacturer narrative:
A review of the device history record for (B)(6) was performed from date of manufacture 12/05/2019 to the present date 01/07/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200302673 for out of specification which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the volume per mechanical revolution (vpmr) cannot be calibrated on this device. They also reported there is a group of newer units that are having the same problem. No patient involvement.